Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7100988, UDI:(B)(4). Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7096037, UDI: (B)(4).

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) as it was turning under the skin. The patient underwent an ipg revision procedure and there were no reported complications postoperatively. Additional information was received that the leads were also removed.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) as it was turning under the skin. The patient underwent an ipg revision procedure and there were no reported complications postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.